Event description:
A male patient was admitted to an eye hospital after using solution (complete). In follow-up with the consultant eye specialist, she indicated that the patient had a severe attack of superficial punctate keratitis accompanied by swollen lids such that the vision was very poor. In the hospital the patient was given steroid and lubricant eye drops (lacrilube) along with pain killers. His vision returned to normal after a week but the eyes were still not completely quiet. The consultant could not determine if the reaction was related solely to the product or to wearing the contact lenses for far longer periods of time than the patient originally stated. The event has largely resolved.